Manufacturer narrative:
No sample was received for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months indicated two additional, related reports and one additional non-related report for the system. Based upon the attachment of the blue screen, the following information was obtained: stop 0x00000001 is a windows 2000 executive character-mode stop message. It indicates a mismatch of thread and asynchronous procedure call (apc) indexes. The most common reason to see this message is if a file system has a mismatched number of inputs compared to outputs. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "blue touch screen" (no display or display failure). A surgeon reported a blue screen with a windows error. The system was not able to be shut down or restarted. No additional information was provided.